Event description:
It was reported the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken where in the entire system was explanted. No representative was not present at the explant.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9240045.